Manufacturer narrative:
Additional information: a1, h6, h10. Additional information received that there was no patient involvement. Event occurred during testing.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the reported problem was duplicated. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy 1, had an error 1720. No adverse patient effects were reported.